Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. The reported patient effect of death is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2: date of death is estimated. B3: date of event is estimated. C4: treatment/therapy start date is estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: date of implant is estimated. The additional patient effects reported in the article are captured under a separate medwatch report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported in an article summary that longer total stent length (tsl) increases the risk of target lesion failure (tlf) in patients with st-segment elevation myocardial infarction (stemi) undergoing primary percutaneous coronary intervention with second-generation drug-eluting stents (des). The purpose of the study was to assess the long-term impact of tsl on patient- and stent-related outcomes in stemi patients treated with different newer-generation des designs. A post hoc subgroup analysis of the biostemi extended survival randomized trial was performed. Patients undergoing primary percutaneous coronary intervention (pci) for stemi were randomized to ultra thin strut biodegradable-polymer sirolimus-eluting stents (bp-ses non-abbott osiro) or thin-strut durable-polymer everolimus-eluting stents (dp-ees abbott xience prime or xience xpedition) and categorized according to tsl implanted at the culprit site (40 vs >40 mm). The device-oriented composite endpoint (tlf) was the composite of cardiac death, target-vessel myocardial reinfarction, or clinically indicated target lesion revascularization, and the patient-oriented composite endpoint was the composite of all-cause death, any myocardial reinfarction, any revascularization, or any stroke, at 5 years. A total of 1,686 stemi patients were included, of whom 423 (25%) were treated with tsl >40 mm. At 5 years, tsl >40 mm was associated with a significantly higher risk of patient-oriented composite endpoint compared with tsl 40 mm. The rates of the individual components of tlf, repeat revascularization, tvf, and definite or definite/probable stent thrombosis at 5 years were comparable between groups. There was report of death, myocardial infarction, revascularization, transient ischemic attack, stroke and stent thrombosis. It was concluded that in stemi patients treated with contemporary des, tsl >40 mm was associated with an increased risk of patient-oriented, but not device-related, adverse outcomes at 5 years. Additional information can be found in the article "impact of total stent length on long-term outcomes with different newer-generation drug-eluting stent designs in st-segment elevation myocardial infarction: a subgroup analysis from the biostemi es randomized trial".